Manufacturer narrative:
The investigation has been completed. No product was returned. As the necessary information was not provided, the root cause of the tachycardic atrial fibrillation was not determined. This report is being filed as part of a retrospective review of historical records. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient encountered tachycardic atrial fibrillation during support. The issue was treated through electroconversion twice. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).